Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -it was reported that "...the needle pulled off the strand. The issue occurred several times with this impacted product code (8704h)..." - please confirm the number of patients affected by this alleged deficiency? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. - what are the procedure name(s) and date(s)? - can you identify the lot numbers and product code of the product that was used? - how many devices demonstrated the alleged deficiency on each involved patient event? - were there patient consequences? If yes, please specify. -what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? -did the needle fall into the patient? If so, please provide the following information: -were x-rays taken to locate the needle? -was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D. "What tissue structure is it located? Size of the needle retained e. Are any plans in place to remove the needle piece in future?" -if retained, what is the surgeon's opinion of consequences to the patient? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please confirm if the devices are available for product return. If yes, confirm the quantity of devices available to be returned and perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. On the lot mentioned (ubbeaa), the surgeon noted by taking the needle that the crimping did not hold. No further information available. The following information was reported: was surgery delayed due to the reported event? : no, action taken when event occurred? : more w3441 suture of the same batch was used until the procedure was completed , was procedure successfully completed? : yes, were fragments generated? : no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences : no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? : no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: : no, is the patient part of a clinical study : unknown. On the lot mentioned (ubbeaa), the surgeon noted by taking the needle that the crimping did not hold. No further information available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled off the strand. The issue occurred several times with this impacted product code. There were no patient consequences reported. Additional information was requested.